Event description:
It was reported that the device was explanted due to extended charge time.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. The cause was due an anomalous high voltage capacitor. When the high voltage capacitors were replaced, device functionality was tested and the charge times were normal.